Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary. Visual inspection: the depth gauge for 1.3mm and 1.5mm screws (part #: 319.004, lot #: 5026668) was received at us cq. Upon visual inspection, it was observed that the tip of the needle component has broken. The broken component (needle tip) was not returned. Additionally, it was observed that the protection sleeve was missing. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: needle od = 1.00mm (-0.02mm / -0.07mm). Measured dimensions: needle od = 0.95 mm, conforming. Document/specification review: the following drawing(s) were reviewed: (current) and (manufactured). No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: the complaint was confirmed for the depth gauge for 2.0mm and 2.4mm screws (p/n: 319.006, lot #: 5026668), as the tip of the needle was broken and the protection sleeve of the depth gauge was missing. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use while the missing component could be the result of actions during re-sterilization. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part #: 319.004, synthes lot #: 5026668, manufacturing site: synthes brandywine , release to warehouse date: 08-jun-2005. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tips of the four (4) depth gauges were discovered as broken off. No patient involvement. No adverse events. No patient consequences. This report is for one (1) depth gauge for 1.3mm and 1.5mm screws. This is report 1 of 4 for (B)(4).